Event description:
See MDR #1036844-2011-00392 for the first kit used. It has been reported that a second kit was opened from a different lot and the dilator was being inserted over the guidewire. While advancing the dilator, the tip became deformed. As a result, a third kit was opened and another dilator was used successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. The pt's outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.